Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on (B)(4) 2017 reported that on (B)(4) 2017 the pump was at minimum rate. It was noted there was no device issue and that the had pneumonia as previously reported. No further complications were anticip ated/reported.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the healthcare professional (hcp) requested to have a manufacturer representative interrogate the pump to confirm that it was functioning. The hcp stated that the patient was in the emergency room because they were sleepy and lethargic. It was noted as a sudden change in therapy/symptoms. Hcp was redirected to page rep. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the sleepiness and lethargy were due to pneumonia and a urinary tract infection. The pump was not interrogated because it was already at minimum rate. The lethargy and sleepiness were medically treated and were reportedly resolved. The patient's weight was unknown. No further complications were anticipated/reported.